Event description:
The customer called and reported a button on the insulin pump was hard to press. No events leading up to the keypad issues were recalled. Customer's blood glucose was not known. She also mentioned air bubbles she would see in the reservoir. Customer stated insulin had been stored at room temperature for ten to fifteen minutes. She was advised to let it sit for 30-45 minutes before using insulin in the insulin pump. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump passed the functional testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.